Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the lead was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. P-wave amplitude measurements decreased from 2.6 mv down to 0.5 mv suggesting possible dislodgement. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged shortly after implant. The lead was programmed off until it could be revised. During lead revision, the physician noticed that the lead had not been tied down with silk suture to anchor the lead. The ra lead was repositioned to the ra appendage and tied down with silk suture. The lead remains in use. No patient complications have been reported as a result of this event.